Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2015). The patient¿s meter has been returned on 1/21/2015 and evaluated by lifescan product analysis on 1/30/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c47. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.